Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6. Annex f code f0101 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6)2015; explant date (B)(6)2024; UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (20mg/ml at unknown dose) via an implantable pump. The indications for use were unknown. It was reported that the patient was experiencing a lack of therapy efficacy, beginning at an unknown date/time. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study was performed. The medication dosage was increased, but there was no response. A catheter revision was performed. During exploration of the catheter, there appeared to be a small break in the catheter tubing near the pump segment of the catheter. The catheter was fully explanted and replaced. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
H3. The returned pump passed all testing in the laboratory and no anomalies were identified. Visual inspection of the returned catheter identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.